Manufacturer narrative:
Batch review performed on 18 february 2019: lot 091934: (B)(4) items manufactured and released on 25-sep-2009. Expiration date: 2014-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager: partial hip revision surgery (cup, head and liner) occurred 9 years after primary cementless total hip arthroplasty. Radiographic images provided show a mobilized cup. No immediate postoperative x-ray is available, thus initial cup position cannot be assessed. Aspetic loosening is a possible literature described long term adverse event after cementless thr and causes are often unknown. The reason of this event cannot be determined.

Event description:
The patient came in due to instability caused by a loose cup 10 years after primary. The surgeon revised the cup, liner and head and the surgery was completed successfully.